Manufacturer narrative:
(B)(4)

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed during use system error (3) and automatically shut down. The pump was tested with a simulator and the pump displayed a "system error (3)". This alarm resulted the pump to shut down. The pump was successfully switched to another pump. Patient outcome reported as fine. There was no reported patient death, serious injury or complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported problem of "system error 3" is confirmed. The pump alarm and excessive noise was noted from the pump assembly during the functional test. Upon further inspection, the leadscrew was found to be the cause of the excessive noise/alarm. The root cause of how to the leadscrew became faulty is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. However, the received product did not meet specifications during the complaint investigation due to the leadscrew assembly failure. No further action required at this time. This will be monitored for any developing trends. Other remarks: this complaint has been reopened to include the following information. A nonconformance has been initiated to further investigate the root cause.

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed during use system error (3) and automatically shut down. The pump was tested with a simulator and the pump displayed a "system error (3)". This alarm resulted the pump to shut down. The pump was successfully switched to another pump. Patient outcome reported as fine. There was no reported patient death, serious injury or complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported problem of "system error 3" is confirmed. The pump alarm and excessive noise was noted from the pump assembly during the functional test. Upon further inspection, the leadscrew was found to be the cause of the excessive noise/alarm. The root cause of how to the leadscrew became faulty is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. However, the received product did not meet specifications during the complaint investigation due to the leadscrew assembly failure. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed during use system error (3) and automatically shut down. The pump was tested with a simulator and the pump displayed a "system error (3)". This alarm resulted the pump to shut down. The pump was successfully switched to another pump. Patient outcome reported as fine. There was no reported patient death, serious injury or complications.